Event description:
Per medwatch 0900110000-1998-0007: pt was scheduled for elective cardioversion. Pt sedated and pads with cable and connector placed on pt. Cardioversion attempted with 360 joules and pt did not convert. It was noticed that pt had an approx. 2" in diameter burn on near scapula along with an imprint of connector. It was further noticed that the connector had come loose from the cable. Burn described by physician as similar to a sunburn and no treatment indicated.